Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent spinal surgery on (B)(6) 2017 in which screws has been implanted on l5-s1. Post-op, the patient complained of radiculopathy and leg pain. The surgeon stated that this may be due to all polyaxial screws. Also, surgeon was using neuro monitoring throughout the entire case and there were no events during the case, including the time of implanting the screws and other implants and even after the screws were placed and they did the final monitoring. Post-op images showed that the screws are placed straight down the pedicle without any breaching of walls of the vertebral body and are in a good position.